Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left common iliac artery. A hi torque supracore guide wire was being advanced with an unspecified catheter when a bump and missing coating on a portion of the guide wire that is outside the patient anatomy was noted. Another supracore guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported irregular appearance and materials split/cut or torn materials were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined that the reported irregular appearance and materials split/cut or torn appears to be related to case circumstances of the procedure. Based on the reported information and returned analysis, it is likely that the reported bump on the guide wire is the proximal solder joint as it is located towards the proximal end of the guide wire versus on the distal end as other abbott guide wires. Additionally, the missing coating that was reported is intended to be free of teflon coating due to the proximal solder joint location. The noted bends and stretched coils on the guide wire likely occurred during packing for return analysis. The noted teflon coating damage was likely caused by the torque device used in the procedure and/or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.